Manufacturer narrative:
Device was received with a broken force sensor was detected during seating or regular delivery error alarm and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had received an insulin pump error alarm. Troubleshooting was performed. The insulin pump was not bumped or dropped. The customer¿s blood glucose level was 6.3 mmol/l. The device will be returned for analysis.